Manufacturer narrative:
Eval summary: the visual inspection of the returned shelf carton indicated severe abuse. The most likely cause of the cracked tray was exposure to hazards outside the normally anticipated distribution environment. Eval: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the inner and outer packaging of the femoral component was damaged resulting in the implant not being sterile. The procedure was completed with another implant.